Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The trial patient reported that they had pain from the incision that caused their blood pressure to increase. They had already connected with the healthcare provider (hcp). It was further indicated on 2017-mar-18 that the patient was very sick and had not been feeling well. They mentioned that they had been having frequent bowel movements and incision pain. On (B)(6) 2017, the patient stated that they were still having a lot of bowel movements. They had so much that they had to take out two 40 pound trash bags. The patient decreased stimulation to 0.1v to see if that would help. The trial was affecting their bowels in a negative way, making the patient change their pads a lot. They also noted that their blood pressure was above 200, and was now having to take blood pressure medication. The patient also mentioned that they were feeling a lot of pain in the buttocks, and were very sore. During the call, the patient changed from program 1 to 2. On 2017-mar-20, the patient reported that the hcp was removing the leads on (B)(6) 2017. The patient wished they would have never had the procedure done because so many bad things had happen. They stated that they lost 10 pounds since having the procedure. These issues occurred during the advanced evaluation that began on (B)(6) 2017. It was unknown if the issues were resolved. There were no further complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.